Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, the customer received a power source alert when the pump was plugged into a wall outlet. The customer's blood glucose level was 143 mg/dl. Supply changes were performed to address the occlusion issue. System check could not be performed for occlusion issue as issue occurred in the past. A replacement wall adapter was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the replacement wall adapter resolved the charging issue; however, no additional information could be obtained.